Event description:
Boston scientific crm received information that the patient's son contacted technical services and alleged that the hospital staff told him his father's pacemaker was not working appropriately and that a device interrogation would need to occur. The patient advocate also stated that the prior week, the patient had experienced syncope several times and was wondering if the two situations could be related. Technical services advised the advocate that the clinic would need to have a sales representative come to the hospital and interrogate the device and that the results would be discussed with the physician. At this time there is no specific information available.

Event description:
The boston scientific sales representative that came to check the device stated that the nurse was questioning the pacemaker's integrity. However, upon interrogation it was found that the device was working as intended. The electrogram displayed a few spikes even though there was no pacing events. These spikes were found to be telemetry noise. It was also noted that the patient was on blood pressure medication for low blood pressure measurements. This was thought to be the cause of the patient's syncope and near syncope events. No other adverse patient effects were reported.

Manufacturer narrative:
There is no further information available at this time. If additional information should become available to our company, this event would be updated as necessary.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.